Event description:
It was reported that shaft separation occurred. During a percutaneous transluminal coronary angioplasty, an atlantis¿ sr pro imaging catheter was used to view the right coronary artery. The imaging of the disease was done successfully. During the catheter withdrawal, it was noted that the shaft of the atlantis¿ sr pro which was distal to the femoral marker became fully separated, leaving the separated part inside the patient's body. It was further noted that enough of the shaft was outside of the toughy and it was then pulled out. The separated part was then successfully removed and nothing remained inside the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit returned only with the imaging window, as part of overall visual revision. The unit was inspected and only one part of shaft of the device was received. Functional inspection was not performed due to sample returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft separation occurred. During a percutaneous transluminal coronary angioplasty, an atlantis¿ sr pro imaging catheter was used to view the right coronary artery. The imaging of the disease was done successfully. During the catheter withdrawal, it was noted that the shaft of the atlantis¿ sr pro which was distal to the femoral marker became fully separated, leaving the separated part inside the patient's body. It was further noted that enough of the shaft was outside of the touhy and it was then pulled out. The separated part was then successfully removed and nothing remained inside the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.